Event description:
It was reported that the implantable pulse generator (ipg) encountered a charge time out and was explanted and replaced. The atrial lead exhibited oversensing, was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).